Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this device experienced an inappropriate shock. A review of the data revealed an atrial fibrillation episode began in the monitor zone and accelerated in the ventricular tachycardia zone and was treated with antitachycardia pacing and an inappropriate shock. The device was reprogrammed. An internal technical service consultant was contacted for programming options. This device remains implanted and in service. No further patient symptoms were reported.

Event description:
Technical services reviewed the data download and recommended reprogramming the monitoring zone to further mitigate the inappropriate therapy.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported clinical observations.

Event description:
Several years later, this device was explanted for unrelated reasons and returned for laboratory analysis.